Event description:
It was reported that the device reached elective replacement indicator (eri) prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed and analysis of the device revealed normal battery depletion. Performance data from the device was analyzed and revealed that battery depletion was indicated (eri) and the time of eri was (B)(4) 2011 where the device eri voltage is <= 2.62v. The weekly battery voltage trend data showed min b(v) = 2.64 to 2.62 volts minimum between (B)(4) 2011 and (B)(4) 2012. There were 2 patient alerts for low bv on (B)(4) 2011 and (B)(4) 2011.